Event description:
It was reported that the pump's cartridge was not fitting properly, prompting the caller to use a travel loaner pump while in greece. There was no adverse impact on the customer's blood glucose level. When the customer returned, technical support assisted in removing an o-ring from the pneumatic tap and resuming insulin delivery successfully, and the case was closed as no further action was needed.